Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker reseated the batteries in the device and the device powered on properly. The battery pins were replaced and then after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not complete a boot cycle. The customer advised that upon power on the device display turned on and off multiple times. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not complete a boot cycle. The customer advised that upon power on the device display turned on and off multiple times. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker determined that the cause of the reported issue was due to worn battery pins.